Manufacturer narrative:
Product analysis the reported disjoint between both stent grafts was observed on the video provided; however the cause of the event could not be determined. The reported separation was considered likely to have contributed to the observed contrast leakage/thrombus around the proximal endurant main body stent graft. The tip capture detachment was confirmed on the images provided; however, the cause of the event could not be determined. The anatomy at implant is unknown, and post-implant CT¿s were also not provided; therefore, a complete assessment of the stent graft in-vivo configuration could not be performed. Additional angiograms could allow for a more comprehensive determinations of the endoleak source/cause and a more in depth review of the reported deployment and detachment issues during the interventional procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant & endurant stent graft was implanted in the patient for a thoraco-abdominal endovascular isolation treatment on an unknown date. It was reported the patient underwent visceral artery bypass surgery also. Approx. 9 years post implant, the patient presented complaining of abdominal pain. The emergency cta showed that the endurant stent had migrated and stent rupture had also occurred at the disjoint. It was reported there was no arterial perforation observed as a result of the rupture. Intervention was performed the following day where an 1613120 iliac device was implanted on the right, it was reported the approach was narrow. After ballooning was performed a 3632150 valiant captivia device was then attempted to be implanted, it was reported there were issues with the tip capture function. It was reported the slide bar was retracted to the highest position, but the tip failed to form a smooth surface with the delivery shell, the tip had been difficult to slide down when the overall delivery was withdrawn, and the resistance was very large, and finally the tip was detached from the main body of the delivery system. The tip was then urgently guided into the patients left subclavian artery using a sheath, . After it was confirmed that the tip crossed the opening of the left vertebral artery under dsa machine fluoroscopy, the position of the patient's clavicle was marked with a marking pen, and then it was surgically incised. The left subclavian artery was dissociated, the blood vessel at the back end of the tip was blocked with a hemostatic forceps, then the tip was taken out from the tail of the incision, and it was sutured to complete the operation. Per the physician, the cause of the event could not be determined no additional clinical sequelae were reported. At present, the patient is under observation to evaluate the ischemia of organs and lower extremities.